Event description:
Iabp malfunction: iabp (intra-aortic balloon pump) monitoring pressures decreased to 40s, while balloon pump inflating and deflating at that time. It was noted to be a puncture in solution on pressure device. This was clamped off, but noted after changing bag and re-inflating there was no augmented pressure and iabp wave form. Attempted to dry area of the pump with a small towel. The iabp fill cable broken to where a piece was stuck in clear tubing and unable to reconnect. At this point we had to manually inflate and deflate balloon pump. The iabp was replaced with a new one. After machines changed out, it was found that iabp pressure monitoring line clotted off. A new arterial line started for monitoring of augmented pressure. There was no harm to the patient.